Event description:
The customer reported that they were unable to deflate the tube's cuff in order to change the tracheostomy tube. The ear nose throat surgeon deflated it by cutting the pilot and inserting a 24g needle to deflate. No other information was provided to determine if the patient was recannulated.